Event description:
A customer contacted beckman coulter inc., (bec), and reported that unicel dxc 800 pro synchron clinical system generated four (4) false high potassium (k) results. When qc recovered high, samples were repeated and four reports amended. Patient results are provided. Treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
Samples were serum. Qc prior to the event was 2.4mmol/l, and after the event was 2.9mmol/l. Bec field service engineer (fse) found an illegal ground in the ion selective electrode (ise) drain assembly. The fse replaced the associated tubing and cleaned all components. The fse also decontaminated the system, replaced the flow-cell, carbon bridge, k, calc, co2 electrodes, and ise tubing. No root cause has been determined.